Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2017 with the following findings: during investigation, the pump was powered on to the verify screen with a fully audible alarm. Further testing was not possible as the keypad was unresponsive. The pump cover was removed and no moisture or damage was found to the piezo circuit.